Event description:
The customer reported that a patient lost consciousness while connected to the monitor, but no alarm was heard.

Manufacturer narrative:
The customer reported that a patient lost consciousness while connected to the monitor, but no alarm was heard. The patient had an implanted defibrillator which delivered therapy in this event. No additional emergent care was reported. No information was provided as to the parameters being measured or what alarms were active. The monitor and central station were tested by philips and alarmed as expected. Philips is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.